Event description:
User called into emergency support program line to request support with gas loss in iab circuit alarm and autofill failure alarm during use on cardiosave intra-aortic balloon pump (iabp). There was no harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation findings, component codes, investigation conclusion), h11. Corrected fields - b5, h6(type of investigation, medical device ¿ problem code). A gas loss alarm was reported. User had been unable to keep the system running for long using the start key. An autofill failure alarm then occurred, which resolved while they were speaking on the phone. Esp personnel had him confirm that the tubing was clear and that all coeter was in the left axillary position and had been in place for about a month. They discussed possible causes of the alarm, which could have been positional. Esp personnel recommended a chest x-ray to verify placement, which he had already ordered. The doctor was also assessing the sutures at the insertion site, which appeared tight. He had already contacted the attending physician and activated the cath lab team for a possible catheter replacement. Later, it was confirmed that the catheter had been replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.